Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump had to be pressed several times to took action. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that battery power fluctuates and had no delivery alarm and rust the label by opening. The insulin pump will not be returned for analysis.